Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device would stop running after being powered on. There was no harm or delay reported and an alternate device was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g1, g3, g6, h2, h3, h4, h6, h8, h10. A technical evaluation was performed with the following finding: visual inspection found the device has a damaged power cord but further repair testing cannot be completed without power. It was noted that the unit was manufactured in april 2013 and had not previously been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.